Manufacturer narrative:
Other, detached from mucosa - the suspect device was not returned; therefore, a device evaluation was not performed. The cause of the reported malfunction cannot be determined. A search of the complaint database revealed that two additional complaints have been reported for this lot (same customer, same event).

Event description:
Note: this report pertains to the second of three devices used during the same procedure. Refer to associated manufacturer reports #3005099803-2008-00943 and 3005099803-2008-00944 for descriptions of the other devices. It was reported to boston scientific corporation in 2008, that a resolution clip device was used to close an esophageal fistula in a male patient on approx three weeks earlier. According to the complainant, as the clip was deployed, it "retreated with the delivery system, separated from the muco[sa] and fell." The procedure was completed with three olympus clip devices. No complications were reported as a result of this event, and the patient's condition was reported as "stable" following the procedure.